Event description:
Complaint details "wrong product is packed in the box".

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No sample was available for evaluation. Final quality evaluation performed on (B)(4) 2011 based on the batch record review for lot 1c01328. No discrepancies were noted in these batch records related to the complaint reported. The retained product was evaluated and the evaluation results are as follows: the samples were visually inspected and all samples appeared to be in normal condition. Leak testing was performed and passes the established specification. In addition, a review of complaint trend for previous 12 months was performed and this is the only complaint of this type for this lot was received. There is no indication of complaint trend based on this review. No nonconformance or capas relating to the primary reason for contact for this icc were found in the nonconformance reporting system for the previous 12 months of case creation. No product has been returned to convatec (B)(4). It is concluded that based on the investigation conducted, this complaint is not confirmed. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures. (B)(4). Note: this MDR is being reported as a result of a retrospective review of complaint records conducted by convatec for complaints received from (B)(4) 2011 - (B)(4) 2013.